Event description:
The customer reported to customer service that initially she rented a hospital-grade breast pump and had no issues. She then started using the freestyle breast pump, with the same size breast shields (24 mm), and has been experiencing pain and soreness in her nipples. She saw a lactation consultant who recommended that she change to the 27 mm breast shields, which the customer did and then experienced increased soreness. Her nipples are cracked and her pumping sessions have increased in time. Customer believes that the vacuum on the freestyle is too strong.

Manufacturer narrative:
Customer service sent a replacement pump and softfit breast shields to the customer. In follow up, the customer indicated that she wants to use the freestyle to exclusively pump for twins, but feels like it is not draining her breasts. Additionally, because it started longer and longer to express milk, her nipples were rubbed raw and very painful. She indicated that she developed mastitis, but did not see a physician for treatment. At the time of follow up, the customer had not yet received her replacement pump and was still experiencing the original issue. Add'l follow up has not been successful and the original pump has not been received as to the date of this report. "Mastitis is usually a benign, self-limiting infection, with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis." ["Breastfeeding and human lactation" (riordan and wambach, 4th edition. Page 294)]. The customer indicated that she developed mastitis, but did not see a physician for treatment. Without add'l customer follow up, it cannot be determined that she actually had mastitis. Because the pump has not been received for testing/analysis, it cannot be definitively concluded that the pump caused or contributed to the mastitis. . Should add'l info or the original product be received, resulting in new, changed, or corrected info, a follow up report will be filed. We will monitor complaints for similar issues and will initiate a CAPA as necessary.